Event description:
The surgeon was using the plasmablade to cut thru tissue, when he sliced through his glove and cut his finger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): facility disposed of device. Device is not available for return and inspection. (B)(4).